Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) temporarily lost signal with the ilet, after which readings resumed during the call and no further assistance was required. No adverse clinical symptoms reported. Outcomes included no reported impact on health or therapy continuity. User support included troubleshooting and user education regarding cgm-to-pump connectivity. Investigation of this case revealed a transient communication interruption between the external cgm and the ilet, with function restored and no device component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was user or environment-related connectivity variability.

Manufacturer narrative:
Initial.